Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: analysis revealed the balloon was tightly folded with the stent secured on the balloon. There was blood in the guide wire lumen. Magnified and tactile inspection of the device revealed that the tip was damaged and there were two hypotube kinks 18.5 and 20 cm from the strain relief. The first row of struts on the proximal end of the stent had a strut that was bent backwards and laying on top of the strut in the next row directly behind it. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a no cross occurred. Vascular access was obtained via the brachial artery. The target lesion was located in a non calcified and severely tourtuous concentric shaped main left anterior descending artery (lad). The lesion was pre dilated with an unspecified device. The physician encountered resistance while advancing the taxus liberte 32x2.75mm stent delivery system. The taxus liberte would not cross the lesion. The physician removed the taxus liberte stent delivery system. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However returned analysis revealed stent damage.